Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 9.0-9.3cm and 29.0-29.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. External insulation abrasion was noted at 40.0-40.5cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.